Manufacturer narrative:
H3: evaluation summary: customer report of regurgitation was unable to be confirmed. What appeared to be fragments of stentless valve were returned. X-ray demonstrated minimal calcification on the returned fragments. Moderate to heavy host tissue overgrowth was also observed on the returned fragments. H10: additional manufacturer narrative: host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, while host tissue on the leaflets is confirmed, it is unable to be confirmed whether pannus was causing the reported regurgitation based on the condition of the returned product. The root cause of this event was due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a 21mm 2500pj stentless bioprosthetic aortic valve, was explanted after an unknown implant duration due to aortic regurgitation. The device was explanted and bentall surgery with a 23mm 11500aj valve was performed with no adverse patient events reported. The patient status was reported as 'under treatment'. There was no allegation of device malfunction. The surgeon commented that the valve did not fail prematurely.